Event description:
I use a dexcom g6. It expired today and once it expires, I have no access to glucose levels. Without knowing my values I had a hypoglycemic while in the park, with a value <60 mg/dl. I went home and changed to a new sensor, but there is a 2 hour wait period. During that time had another even more severe hypoglycemic reaction to 43md/dl. The prior versions of dexcom used to let you restart the sensor and continue to get glucose values until a person was home safe and could change it out. Dexcom has stopped that leaving t1s with hypoglycemic unawareness in extreme risk. Also the 2 hour wait period is dangerous as well. Add in that the first 24 hours of a new sensor are inaccurate and changing a sensor so often (every 10 days) leaves t1 diabetics with several dangerous exposed hours a month- 24 hours per new sensor, plus a 2 hour warm up, plus the fact that everyone is not home when it expired to change it every time and it's about 28 hours every ten days, or 1022 hours a year, or 42.5 days a year with inaccurate or unavailable glucose readings. Dexcom and the other cgm companies need to provide a more reliable solution that is actually "continuous". FDA safety report ID# (B)(4).